Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal delaminated. The issue was found during testing.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal delaminated¿ was confirmed by performing visual and functional performance verification test (pvt) testing, found the dso seal was detached. Replaced dso seal. Performed upstream occlusion (uso)/dso calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.